Event description:
It was reported a power source alert which occurred while using the tandem charging cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. Customer tried leaving the wall adapter plugged in for at least 30 minutes, resolving the issue, and the pump began charging, requiring no further assistance.